Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, there was a pin hole leak in the bag by the outlet port. The product was not changed out. There was less than 1cc of blood loss. The surgery was completed successfully. The was no delay to the surgery. The pt did not need to be transfused.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).